Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: concomitant device ruptured. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including loss of muscle strength, muscle/joint pain, fatigue, and brain fog. The patient also experienced device rupture on one side. The root cause of the patient¿s symptoms is unclear. The devices were explanted on (B)(6) 2003. This report is for the intact device.